Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump for an unknown indication for use. It was reported there was a difference in reservoir volume. It was stated "the volume that return of reservoir during refill, is minor that the indicate in the n'vision." The event date was (B)(6) 2018. When prompted for contributing factors,troubleshooting, and actions taken, the response provided was "n/a." The issue was not resolved. There were no symptoms associated with the event. There was no medical or surgical intervention. The event did not lead to or extend hospitalization. There was no injury as a result of the event. The patient status was alive; no injury. No complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The arv was 5.2 ml and the erv was 8.5. There was no additional information regarding discrepancies observed at previous refills. It was stated "control of reservoir volume" would be performed at the next refill on (B)(6) 2019.